Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-24. H6: investigation summary: bd received 83 samples for investigation. The samples and photos were evaluated by visual examination and the indicated failure mode for fm in the gel, fm in tube, damaged tube, defective marking, dirty cap, spot in tube, dirty tube, and air bubbles with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported that 33 bd vacutainer® sst¿ blood collection tubes contained foreign matter, 2 were missing label information, and 14 contained air bubbles. The following information was provided by the initial reporter: "the following issues were found in tubes (367968) from lot 0252744: fm in gel ×32, fm in tube ×1, damaged tube ×21, defective marking ×2, dirty cap ×6, spot in tube ×4, dirty tube ×3, air bubble ×14".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 33 bd vacutainer® sst¿ blood collection tubes contained foreign matter, 2 were missing label information, and 14 contained air bubbles. The following information was provided by the initial reporter: "the following issues were found in tubes (367968) from lot 0252744: fm in gel ×32. Fm in tube ×1. Damaged tube ×21. Defective marking ×2. Dirty cap ×6. Spot in tube ×4. Dirty tube ×3. Air bubble ×14."